Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the provided information, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or disinfectant that add pooled around the patient's chin. There are warnings in the erbe esu user manual addressing these issues (i.e., when using disinfectants, care must be taken to ensure that they are not flammable or that these agents have evaporated completely before using the electrosurgical unit. It must also be checked that no disinfectant has accumulated under the patient, in body recesses such as the naval, or in body cavities, such as the vagina.). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an intraoperative removal of a lipoma. No information was provided in regards to the accessories used or the settings of the esu. Upon activation, a combustion/flame occurred on the patient (note: the patient was lying in a prone position with his head in a bowl and disinfectant had collected around the patient's chin.). There was a slight burn to the patient's earlobe. No other information was provided as to the degree of the burn, the size of the burn, or how the burn was treated.